Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and peripheral neuropathy. The patient reported that his first device he had implanted ¿shocked him.¿ the patient reported that this device was removed and another ins was implanted. No further complications were reported.